Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event allergic reaction (pt: hypersensitivity), was deemed to meet the serious criteria of hospitalization. The device history record for radiesse injectable implant, lot number a00062600, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were reported related to this lot.

Event description:
This spontaneous report was received from a brazilian dentist via a sales representative and concerns a 57-year-old female patient. She was injected subcutaneously, with a total of 10 ml (5 ml per side) of radiesse, into the face, on (B)(6) 2022. Batch number was reported as a00062600. The batch record review was received and the lot number for radiesse was confirmed as a00062600 (expiry date: 05/2024). A lot search in the global safety database was conducted. The patient was injected with a 22g cannula. She had aesthetic procedures, on (B)(6) 2022. The patient had no disposition to lymph drainage problems, allergies, autoimmune disease, intake of interferon or omalizumab, or surgical interventions in the past. The patients medical history and concomitant medication were reported as none. On (B)(6) 2022, after the radiesse injection, the patient experienced an allergic reaction, in the legs, arms and face, on both sides. The reporter referred the patient to an allergist physician. She was hospitalized. The patient received no systemic antibiotic and no corrective treatments were reported. The patient recovered. The outcome of the event was reported as resolved. In the opinion of the reporter, the event was not life-threatening, not permanent and related to radiesse.